Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Hemostasis was achieved with manual compression. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
Device #1: proglide part #12673-03, lot #82014-6h indicated is being filed under medwatch MFR number 2953144-2009-01742. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not product any findings relevant to this report.